Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Due to unavailability of parts the device was returned to the customer unrepaired. The customer has removed the device from service.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device was unable to power on. There was no patient use associated with the reported event.